Manufacturer narrative:
The unit has been returned to the company for inspection. Non-destructive testing is pending.

Event description:
The company was notified on (B)(6) 2016 of an alleged adverse event that occurred on (B)(6) 2016 in (B)(6). The incident was described to the company as: "customer wanted to refill his unit but the filler neck didn't close properly. While trying to close the leak, he burned his hands and had to go to the doctor."

Manufacturer narrative:
The unit was returned to the company for inspection. The unit was in good condition and no leaks were found. The relief valves were both within specifications, as was the pressure retention, operating pressure and normal evaporation rate. The flow rate of the unit was marginally out of specification at setting 3 and 8. This flow rate discrepancy would not lead to the alleged incident. The incident described by the customer could not be replicated.

Event description:
The company was notified on april 12, 2016 of an alleged adverse event that occurred on (B)(6) 2016 in (B)(6). The incident was described to the company as: "customer wanted to refill his unit but the filler neck didn't close properly. While trying to close the leak, he burned his hands and had to go to the doctor."